Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an abdominal infection later clarified to be peritonitis, reported as a peritoneal infection. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (no further information). Dianeal therapy was ongoing. At the time of this report,the patient outcome was not reported. No additional information is available.